Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the patient had burns in various parts of the body specifically at the arms, legs and foot. Apparently, there was leakage of energy and the burns occurred due to the inadequate substance used for asepsis with alcoholic content. It was identified that there was an automatic activation when the pedal was connected to the equipment, as there was poor contact in the pedal cable.

Manufacturer narrative:
Additional information:evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product was not included in the pictures provided. The picture showed burns on a patient. Without the product, a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.